Event description:
A non-healthcare professional reported that before intraocular lens implantation surgery damage on the haptic was noticed and the lens was not implanted. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).